Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laryngectomy procedure, the device was used on vessel and reported to cut through vessel rather than seal it. Finally, another device was opened with a different lot number and this was used to complete the case. There were no adverse consequences for the patient reported.